Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, initial interrogation revealed measured battery data as 2.66v, 240ua and 6.3 kohms. When the programmed atrial and ventricular outputs were changed to 2v, the current drain measured 183ua.